Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The electrode belt and monitor were found to have reportable issues and have been reported under separate complaints. There is no indication that the device malfunction resulted in an adverse event.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. After further investigation, it was determined that the patient received two appropriate treatments. One converted the arrhythmia to a slower rhythm and the other resulted in a post shock asystole. The patient also received two inappropriate treatments.   The device was started up at 18:20:41 on (B)(6) 2022. At 07:58:11 on (B)(6) 2022, an arrhythmia was detected. ECG shows sinus rhythm @ 85 bpm degrading to vf with varying rates/amplitudes and motion artifact. The device properly detected vf at 07:58:11 on (B)(6) 2022. Varying rates/amplitudes and motion artifact prevented the lifevest from treating the patient. At 07:59:22, an arrhythmia was detected. ECG shows vf with varying rates/amplitudes and motion artifact. At 07:59:52, the patient received the first appropriate treatment. The rhythm at the time of shock was vf with varying rates/amplitudes and motion artifact. Post shock rhythm was sinus bradycardia @ 20 bpm with bbb. At 08:19:59, an arrhythmia was detected. ECG shows vf with varying rates/amplitudes and motion artifact. At 08:20:30, the patient received the second appropriate treatment. The rhythm at the time of shock was vf with varying rates/amplitudes and motion artifact. Post shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 08:22:44, the patient received the first inappropriate treatment. The rhythm at the time of shock was asystole. Post shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 08:23:11, the patient received the second inappropriate treatment. The rhythm at the time of shock was asystole. Post shock rhythm was asystole with motion artifact and electrode lead falloff. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The device was shut down at 08:58:23 on (B)(6) 2022. The patient passed away on (B)(6) 2022.